Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove needle guard form infusion set event on (B)(6) 2024. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.